Event description:
It was reported to philips that the battery was not recognized when installed in both the mrx device and cadex charger and subsequently failed to charge. There was no patient involvement.